Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the customer is requested for the device to alarm when it detects that the tubing is not loaded properly. The customer that this could help impact patient care as infusions currently may be running "too fast or too slow" as a result of an incorrectly loaded tubing. No specific events were mentioned and there was no information on patient involvement. Although requested no further information was provided.